Event description:
It was reported that the bmw universal guide wire was noted to be separated into 2 pieces during unpacking. The device was not used on the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned guide wire found blood on the polymer, consistent with handling. There was no contrast visible. The guide wire was returned with the core separated at the proximal end of the hypotube. There was a small piece of core in the hypotube. There was no other damage noted to the guide wire. The tip was tugged on to confirm that the core and shaping ribbon were intact. The scanning electron microscopy (sem) analysis results suggest that the core failure may be attributed to ductile overload at a bend. Consistent with the distal end of the guide wire being held stationary as the wire was over bent at the core to hypotube junction. It is likely that the separation occurred due to mishandling during unpacking. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A review of the lot history record database revealed no nonconforming material records. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other incidents for this lot. Overall, the separation appears to be related to case circumstances. There is no indication to suggest a product quality deficiency.